Event description:
It was reported that the customer was hospitalized with high bgs. The family member stated that the customer was on antibiotics for a throat infection. Troubleshooting was conducted during the phone call and it was discovered that the basal rates were incorrect. Explained the impact to bgs.